Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases and deformation. Cloudy and bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side a healthcare professional reported a patient experienced the events of ¿changes of the habitual morphology of spherical breast devices, implanted in retromuscular position, being associated to thickening of the capsule and periprosthetic laminar fluid¿, ¿folds¿, ¿capsular contracture, baker grade IV¿, and ¿deformation." The device has been explanted.